Event description:
Pt with a diagnosis of "acl insufficient left knee/djd left knee" presented for orthopedic treatment on 12/3/1999. While physician was using a mitek vapr side-effect electrode, a piece of electrode broke off in pt's knee joint. The broken piece was retrieved. The physician conducted a thorough examination of the site and did not see any other remnants of the medical device.